Manufacturer narrative:
(B)(4). Concomitant medical products: item# 157442 m2a-magnum mod hd sz 42mm lot# 629780, item# unknown unknown stem lot# unknown, item# unknown unknown cup lot# unknown. Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 10981.

Event description:
It was reported that the head and taper of stem were stuck together during a revision surgery. Stem had to be explanted due to malfunction. Additional information was requested; however, none was available.

Manufacturer narrative:
Concomitant medical products: item# 139256 m2a-magnum 42-50 tpr insrt std lot# 898410. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 03237.

Event description:
No further event information available at the time of this report.